Event description:
The customer returned the device for preventative maintenance and reported the lamp in the light source needed to be changed. The olympus service center confirmed the reported event and found no light source. It was also found the video connector socket does not secure any paddles which is a reportable event. No patient involvement.

Manufacturer narrative:
The olympus service center found a loose scope socket which disconnect when slightly moved causing noise or loss of image. The receptacle board needed to be replaced, there is corrosion on the bottom of chassis and front panel chassis, and the software version needed to be upgraded from (B)(4) to the latest version, (B)(4). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the initial MDR report. Upon further review by the legal manufacturer, this event has been assessed as a non-reportable malfunction as the legal manufacturer determined there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.